Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® 9nc 0.129m plus blood collection tubes are underfilling when they are close to expiration date. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: the tubes close to expiration date are not drawing in a properly way and the draw volume is below the minimum mark.

Manufacturer narrative:
H6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. The 50 retentions were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. A draw test was performed at the manufacturing site on 10-production lot in-house retention tubes. All tubes were within specification limits with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd vacutainer® 9nc 0.129m plus blood collection tubes are underfilling when they are close to expiration date. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: the tubes close to expiration date are not drawing in a properly way and the draw volume is below the minimum mark.